Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Two opened trocar blade/handle assemblies, one opened trocar assembly, and one loose hub were received. The samples were visually inspected. The trocar assembly returned with the hub/cannula assembly was found to be conforming. The hub returned with no cannula was found to be non-conforming and there was no presence of adhesive inside of the hub. During assembly of the trocar product adhesive is placed inside of the hub prior to insertion of the cannula. The evaluation of the returned sample did not verify the presence of adhesive inside of the hub. The most likely root cause of this complaint is insufficient adhesive application during manufacturing. An investigation photo of the returned non-conforming sample has been reviewed with the applicable production personnel to raise awareness of this issue and is documented on the facility's CAPA/review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the trocar cannula broke during a left eye vitrectomy procedure. The broken part dropped into the patient's eye. The surgeon immediately removed it. The product was replaced and the procedure and the procedure was competed. There were no known consequences to the patient involved. Additional information and product sample have been requested.